Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple half height cubie pockets had not been detected on the bus. A field service engineer (fse) adjusted the loose cables on the row board drawer, controller, and module controller, rebooted and tested the system to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple half height cubie pockets had not been detected on the bus. The customer stated that this malfunction caused the user to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.